Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic lobectomy procedure, the distal staple line was incomplete - another stapler was used to resect the damaged area. The nurse stated that the firing was started, but then locked and couldn't be completed. Another reload from the same lot number was tried with the same result. Finally, a third reload from a different lot was used successfully. There was tissue loss.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three opened reloads and three sealed reloads. Visual inspection of the opened product noted that the reloads were partially fired. Microscopic evaluation noted that the second and third reload had damage to the cutting edge of the knife blade. No abnormalities were noted with the sealed reloads. Functionally the reloads were loaded into a pmv instrument, the interlocks were overridden, and the reloads were applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.